Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.231.005; lot: 8407806; manufacturing site: haegendorf; release to warehouse date: july 02, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: visual inspection of the device shows the distal threads are slightly deformed/impacted, preventing the device from functioning an intended. The balance of the device is in fair condition. The received condition does agree with the complaint description and the complaint description is confirmed. Dimensional inspection: a relevant measurement of the distal conical male threads could not be achieved at customer quality (cq) due to the conical geometry and the post manufacturing condition of stripped threads. Measured dimensions: inside ø: largest gauge pin fit- 2.87 mm; conforming outside ø: 7.48mm. Document/specification review : the following drawing(s) was reviewed. Interlocking bolt. A manufacturing record review was performed for the returned instrument¿s lot number, and no nonconformance reports (ncrs), no material review reports (mrrs), or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Investigation conclusion: a definitive root cause for the damaged/stripped threads could not be determined based on the provided information. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, on unknown procedure, a bolt for aiming arm for variable angle - locking compression plate (va-lcp) curved condylar plate could not be assembled correctly (strong & reliable percutaneous construct assembly) during surgery due to one of the interlocking bolt for va-lcp condylar plate insertion handle threads were worn excessively. Another interlocking bolt was found in the set and was used in the surgery. Procedure was successfully completed without any surgical delay. Patient outcome was unknown. Concomitant device reported: unknown aiming arm (part # unknown, lot# unknown, quantity #1). This report is for one (1) interlocking bolt for 4.5mm va-lcp condylar insertn handle this is report 1 of 1 for (B)(4).